Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. The dvi1- input connector was broken since an external force was applied to the connector connection part. The video signal circuit board that mounts the dvi1- input connector was broken.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the dvi1- input connector of the rear panel of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.